Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The candle sticks were evaluated and regreased. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a generator overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.